Event description:
It was reported that this pacemaker declared a lead safety switch (lss) due to high out of range (oor) pacing impedances on the right atrial (ra) lead, measuring greater than 2000 ohms. After the lss, far-field r-wave oversensing was exhibited on the ra lead, which resulted in inappropriate atrial tachy response (atr) episodes. An x-ray was performed, and the ra lead was in the same positon. The impedances were 380 ohms in the unipolar pacing configuration. Subsequently, the device was reprogrammed to unipolar pacing and bipolar sensing. This pacemaker and ra lead remain in service and the physician will continue to monitor the system. No adverse patient effects were reported.